Manufacturer narrative:
Corrected data - investigation findings and investigation conclusions codes.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented and the root cause has been verified. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swelling.